Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the 14-volt battery being unable to properly charge was confirmed. The returned 14-volt battery (serial number (B)(6)) was unable to charge as intended when placed into a known working test universal battery charger (ubc), and the battery¿s voltage and parameters were unable to be read. The battery underwent a charge/discharge cycle test which resolved all issues, and the battery was able to fully charge and operate a mock loop as intended after this point as the issue resolved during troubleshooting, the root cause of the reported event was unable to be conclusively determined through this analysis. The 14-volt battery was observed to have passed all initial manufacturing testing per the greatbatch manufacturing datasheet. The battery was delivered to the customer on 29jun2023. Incidental finding: damage to main printed circuit board which affected the battery¿s first led but otherwise did not affect its functionality after being able to charge. The heartmate 3 patient handbook instructs users on how to properly use, charge, and calibrate 14-volt batteries. If a red light status becomes active on the ubc while the battery is charging, users are advised to not use that battery. The patient handbook also instructs users on how to check the current relative charge of the 14-volt batteries. Two batteries are expected to power the system for approximately 17 hours, and this can vary depending on activity level. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery did not charge and had not since it was issued last year, (B)(6) 2023. A new battery was issued.